Manufacturer narrative:
Additional, changed, and / or corrected data. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Health professional reported injecting a patient in the ck1, ck4, ck3, and c6 with 3 ml of juvéderm® voluma¿ with lidocaine, in the c1 with 1 ml of juvéderm® volift® with lidocaine, and in the jw1 and jw4 with 1 ml of juvéderm® volux¿. The patient was pretreated with emla. Three months later, the patient experienced ¿inflammation¿ in the chin, right side of the face and right eye. That day, the patient was treated with dezacor 30 mg and ciprofloxacino 500 mg. "The patient is currently responding to medical treatment." The event is ongoing. This is the same event and the same patient reported under MDR ID#: 3005113652-2020-00631 (allergan complaint#: (B)(4). This MDR is being submitted for the second suspect product, juvéderm® volift® with lidocaine.

Manufacturer narrative:
Concomitant therapies: juvéderm® volux¿. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of inflammation/irritation is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported injecting a patient in the ck1, ck4, ck3, and c6 with 3 ml of juvéderm® voluma¿ with lidocaine, in the c1 with 1 ml of juvéderm® volift® with lidocaine, and in the jw1 and jw4 with 1 ml of juvéderm® volux¿. The patient was pretreated with emla. Three months later, the patient experienced ¿inflammation¿ in the chin, right side of the face and right eye. That day, the patient was treated with dezacor 30 mg and ciprofloxacino 500 mg. "The patient is currently responding to medical treatment." The event is ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2020-00631 (allergan complaint # (B)(4)). This MDR is being submitted for the second suspect product, juvéderm® volift® with lidocaine.